Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown m2a cup-unknown; 139256-m2a-magnum 42-50 tpr insrt std-995660. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02868. Customer has indicated that the product will not be returned to zimmer biomet for investigation, not returned by attorney. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by attorney.

Event description:
It was reported the patient underwent a right hip revision approximately 13 years post implantation due to elevated metal ions. During the procedure the magnum ball and adapter were replaced with an e1 dual-mobility bearing, ceramic head, and a titanium adapter. The doctor stated that the patient had adverse effects after the metal-on-metal total hips were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.